Manufacturer narrative:
(B)(4). Batch #: 370a11. This is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: upon visual inspection of the photo provided it was observed a reload packaging. No reload was observed. Based on the photo the event described could not be confirmed. Please refer to the device analysis for full analysis details and conclusion. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr45b reload was returned with no apparent damage and unfired. The returned reload was loaded into a test device. When tested for functionality it was noted that the one-piece sled was damaged and when fired it drag some of the internal components during the firing sequence. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the surgery, open the packing and noted that some staples fell off. Changed the new one to complete surgery. There was no patient consequence reported.